Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tap broke at the c2 level during a spinal procedure. The broken pieces were retrieved.